Event description:
Additional information noted that no perforation was seen. The revision took place due to high pacing thresholds which was confirmed. It was also noted that there was an issue with the extension of the helix during the revision. The lead was replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant the pacing thresholds were high when it comes to this right ventricular (rv) lead. A re operation took place due to a lead perforation. Normal pacing thresholds were then obtained after this lead was explanted. The lead will not be returned. No adverse patient effects were reported